Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
After use of a viperwire guide wire, a non-flow limiting type a dissection was observed in the distal left anterior descending artery. Per the opinion of the physician,the dissection was most likely caused by the viperwire. Nursing staff documented that the dissection was not significant. Heparin was administered overnight following the dissection, and the patient was discharged home in fair condition.